Event description:
It was reported that an infusor elastomeric device leaked. The location of the leak is unknown and the observation was made during storage after filling with an unknown drug solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 14f025 was manufactured june 13, 2014 ¿ june 14, 2014. Evaluation summary: the device was returned for evaluation. Visual inspection on the device noted fluid inside the bag that contained the device which indicated leakage had occurred. When the device was removed from the bag, the location of the leak was noted directly on the multirate control module. The reported condition was verified through visual inspection. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.